Manufacturer narrative:
Evaulation of the device indicated that the reported problem was caused by insufficient solder resulting in a broken solder joint on pin 18 of ic (u25) on the defib board. The vendor's failure analysis, root cause determination, and corrective action have been requested training on ipc a-610d, acceptability of electronic assemblies, has been provided to appropriate employees, to stress the requirements for inspecting solder joints. The device was repaired and, as a preventative measure, all connectors were disconnected, reattached and secured and all intergrated circuits in sockets were removed and reseated to assure continuity. The device was tested and found to perform in accordance with its specifications.

Event description:
During routing testing, device displayed defib comm error, which could prevent shocking a patient.